Event description:
It was reported that the patient underwent surgery for unknown reason involving a previous non-bsc device (atom). A new ams 800 artificial urinary sphincter was implanted. The explanted device is a not bsc product. Therefore, the event does not meet complaint. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).